Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in (B)(4) during a transfemoral tavr procedure, a 23mm sapien 3 valve was successfully implanted in the aortic position. Following the removal of the 14fr esheath, it was noted that the distal tip was 'ruptured' / torn. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. The esheath was not returned to edwards for evaluation as it was discarded by the hospital. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the post-procedural images revealed the distal tip was torn with the liner expanded as designed. Stretching on the distal tip was also observed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'sheath distal tip torn' was confirmed per evaluation of the returned imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history showed no indication a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, 'when removing the introducer, it presented distal tip torn, as per pictures provided. There was no harm to the patient.' Per evaluation of the imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in an edwards product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Although a definite root cause could not be determined, available information suggests the event may be related to improper expansion of the sheath tip during thv advancement. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.